Event description:
Healthcare provider reported a left side exchange with no complaint against the device. Healthcare provider later reported left side rupture found at explant. Healthcare provider additionally reported "observations made during surgery" of "hole, non-specific". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported a left side exchange with no complaint against the device. Healthcare provider later reported left side rupture found at explant. Healthcare provider additionally reported "observations made during surgery" of "hole, non-specific". The device has been explanted and replaced.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported event of rupture was received on june 19, 2025, with lot number 2096421. Based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as fold flaw opening. As per the investigation procedures, non-penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.